Event description:
Customer reported a past low blood glucose event with a lowest level of 40 mg/dl. The customer was able to consume glucose tablets for treatment. Technical support recommended consulting a healthcare provider to discuss the factors affecting blood glucose levels.